Event description:
It was reported that during a clinic visit, this pacemaker was found to be in safety mode. The health care professional (hcp) called technical services (ts) and requested further review of the pacemaker stored data. Upon review, ts confirmed the device was in safety mode. Ts recommended to the hcp to schedule a device revision procedure to have the pacemaker replaced. At this time, the pacemaker remains in service. No adverse patient effects were reported.